Event description:
It was reported that "lock cap on x-ray became disassociated with screw. Replaced cap with new one. Pt not injured."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering eval.